Event description:
In 2008, the patient reported she has received no less than 6 occlusion errors on her insulin infusion device (competitor product) since she started using a new shipment of insulin infusion sets, 2 weeks ago. She said that yesterday she received an occlusion error after her headset and tubing had been in use for 2 days. She stated she changed the headset and she then received another occlusion message. She said she changed her cartridge, tubing and headset and today she received another occlusion message. She said she cleared the error message by taking out the cartridge and reinserting it and successfully priming the same tubing. She stated that typically after she clears an error she will received another occlusion error within 24 hours of programming a bolus. The patient discarded the used sets at issue but has 2 other boxes of infusion sets with the same lot number that she has not opened. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.